Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that following the event, she had been receiving no delivery alarms during the manual prime. The customer also stated that she was priming to get her insulin pump to work but that there was nothing to prime. Nothing further was reported.